Event description:
It was reported that the device migrated into the patient's axilla region. Repositioning of the device was done due to the patient's discomfort. The device remains in use. The patient is a participant in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.